Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation it was determined the issue was due to the insertion part, curved rubber, and adhesive part chipped. In addition, other issues found included the insert part curved tube angle insufficient, the insertion part curved rubber scrape, the connector part light guide connector index was peeling, the cable part universal code kiss, the connector part video connector cover modification, and the connector part video connector had cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6).

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had peeling of the curved rubber part. The device was returned for evaluation. During the device evaluation, the tip part, objective lens and adhesive part peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.